Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll benelux. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. During testing the customer's returned battery was deemed to be dead. The customer was sent an email to replace the battery. The log files were not available to review as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.